Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose levels were not adversely impacted, as they remained within normal range. Customer continued to use the existing cartridge.